Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material # lot # it was reported by customer that tubing becoming disconnected at the connection between the 3-way stopcock and extension tubing. Rcc received a complaint via email. Email(s) attached. Our staff have had some concerns with the tubing becoming disconnected at the connection between the 3-way stopcock and extension tubing. The tubing appears to only be partially screwed together when removing from packaging.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues at the stopcock could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 42511e because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.